Event description:
It was reported that the left ventricular (lv) lead exhibited a loss of capture and a rise in impedance into a high range due to possible fracture after the patient experienced a fall. The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 419378 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was later reported that the lead was explanted and replaced due to inability to capture at maximum output.